Event description:
A nurse reported during the intraocular lens implantation a crease/ line on lens, was noted after insertion. The lens was not removed from the eye due to the potential risks/ complications of doing and because it was not in the patient¿s field of vision. The surgery was completed on the same day. Additional information has been requested and received stating there was no harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).